Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. It is unclear if reoperation is planned. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, brown/yellow particles, device appearance (observed 40 mm dark patch edge material inside gel device), crease flat, delamination and broken shell. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening. The thickness is not measured because part of the device is missing. Based on the device analysis the final assessment is: a sharp broken opening on the posterior side due to an unidentified (tear) opening. Delamination of the orientation dot assessed as adhesive failure. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.